Manufacturer narrative:
D: UDI was has been updated. Previous submitted UDI has no longer applicable. E: initial reporter phone number has been updated. Previous submitted phone number has no longer applicable. H6: the fdc code d1102 has been updated. The previous submitted fdc d16 code were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during functional endoscopic sinus surgery from the first activation of the straight shot there was abnormal shaking of the quad cut blade and it was making an odd sound. The blade was rejected and reset it into the hand piece, however, the problem was not resolved. A new quad cut blade was opened and placed into the same straight shot and no issues were observed. The case was completed with the backup product. The procedure was extended up to 10 minutes. There was no patient impact.